Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that they had to replace their sensor 3 times and each time got an error. The first sensor had a sensor error alert, the second sensor had a no signal alert, and the third sensor also had a no signal alert and no electrode. The customer's blood glucose level was 15.7 mmol/l. The sensors were replaced and the malfunctioning sensors would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 sealed enlite sensor showed the sensor passed per specifications with accurate readings. Also inspected 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base, also found no broken cannula during our analysis. Unable to confirm of the customer received the sensor in said condition due to the sensor was returned opened and used.